Manufacturer narrative:
(B)(4).

Event description:
Eight months after implant of deep brain stimulation (dbs) device, the stimulation was working well but the pt was complaining that he felt traction from the extensions in his neck. At physical examination, the extensions were visible under the skin and it appeared the neurostimulator was pulling on them. The head of the pt was forced into an abnormal posture, flexed forward and to the right. The pt had gained weight; the surgeon believed this may have caused some move of the neurostimulator location. On (B)(6) 2010, the pt was taken to surgery to explore the neurostimulator pocket. The device was placed higher in the abdomen. After the surgery, it seemed the traction on the extensions was not relieved. The pt still felt the traction that forced his head to be flexed forward. On (B)(6) 2010, the pt is taken to surgery again to explore the distal part of the extension. The neurostimulator was already placed higher and there was no traction on the distal part of the extension and the connection to the neurostimulator. The surgeon explored the extension distal to the stimulator. No traction was observed. The surgeon decided to disconnect the cuff fixation from the extension. After surgery, the traction on the extensions was not relieved, the pt still felt the traction in the neck area. On (B)(6) 2010, the right retro auricular area is explored, where the lead and extension connect. The extension was retracted for 30 cm and re-tunnelled to the left infra-clavicle area. The extension used (95cm) was long and it made a loop at the right clavicle side and a loop at the left clavicle side, expecting this would relieve the traction the pt experienced in his neck. After surgery everyone observed that the head of the pt is still forced to an abnormal posture and the extension was visible under the skin like it was pulling on the head. On (B)(6) 2010, the original 95cm extensions were replaced with new extensions of 65cm. The new extensions were tunnelled through the left retro-auricular area and connected the stimulator placed in the left infra-clavicular area. After surgery, even though the old extensions had been removed, the traction of the head of the pt was still present. It seemed that the pt developed a thick fibrous sheath around the original extensions. This fibrous tissue was so prominent that it forced the pt's head into an abnormal posture as if it is pulling the head down. The pt was reported to be ok after the last procedure.